Event description:
Dr alleges pt experienced a couple of bouts of thrombophlebitis in 1987. In november 1988, pt began having swelling at the left great toe which became quite edematous and interfered greatly with the motion of the 1st metatarsal phalangeal joint. Pt had a keller bunionectomy and the implant removed along with soft tissue and osseous tissue that built up about the union of the implant with bone.